Manufacturer narrative:
Lay user/patient.

Event description:
The customer complained of discrepant inr results for a patient tested on coaguchek xs meter with and unknown serial number. On (B)(6) 2018 at around 6:30 am, the customer got a result of either 5.0 inr or 5.5 inr on his meter, he was not with his meter to verify this. At around 12:00 pm, the result from the laboratory was either 2.2 inr or 2.8 inr. The laboratory reagent was not known. There was no allegation of an adverse event. The doctor believed the lab results to be correct. The therapeutic range was 3.0 - 3.5 inr. The customer had no hematocrit issues, no heparin, no direct thrombin inhibitor, no antiphospholipid antibodies, no bleeding. The customer did have bruising, but no medical treatment was needed. The customer had his coumadin dose changed, but it was not based on the meter results and that did not cause him any harm. No new medications or changes in diet. The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated.

Manufacturer narrative:
The statement "on (B)(6) 2018 at around 6:30 am, the customer got a result of either 5.0 inr or 5.5 inr on his meter, he was not with his meter to verify this." Was not correct. The statement should have been "on (B)(6) 2018 at around 6:30 am, the customer got a result of either 5.0 inr or 5.5 inr on his meter, he was not with his meter to verify this."